Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported ra lead flipped to unipolar. Noted on transmission was lead noise on the ra lead impedance iegm. Also noted was noise on the rv lead. Appeared to be emi. Patient did not not transmit (B)(6) 2021. Nurse was going to call patient to see if they were possibly in the hospital for a procedure. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.